Manufacturer narrative:
During inspection and testing, the damaged acoustic lens was suspected to be caused by physical damage such as the device being dropped or hitting a hard surface. In addition, service found the insertion tube insulation was below specification, and the probe failed the manual electrical testing due to the probe damage. The probe surface demonstrated wear and physical stress. The rubber glue in the bending section of the insertion tube was chipped. The insertion tube and protector were scratched and demonstrated wear. The control unit body was scratched and switch #1 was broken. The scope connector was dented. The bending angulation was out of specification due to wear of the angle wire. The charge-coupled device unit, lens cover, light guide lens, universal cord, and the distal end of the insertion tube had scratches and demonstrated wear and damage from the cleaning, disinfecting, and sterilization processes over time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the subject device to an olympus service center with no alleged complaint. There was no patient or user injury reported. Upon inspection and testing of the returned device, the acoustic lens was found to be damaged. There was a deep cut on the probe unit that reached to the hard part under the pink probe coating. This report is being submitted for the malfunction found during the device evaluation (damaged acoustic lens).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the device did not fail during a procedure. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the information previously reported in the supplemental report that was submitted on august 17, 2022. The correction is specific to the information found in section b5 and h10 in which stated that "the customer confirmed that the device did not fail during procedure." Based on further review of the complaint, it was found that subject device was from an olympus distributor in united kingdom (olympus keymed) and not from a customer. The information about the device not failing during a procedure was from a service engineer at the distributor, and not from a customer or healthcare facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.